Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of zelante dvt thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-00996. It was reported an error message occurred during aspiration. Three angiojet zelante dvt catheters were used in a thrombectomy treatment procedure within the iliac vein. The first catheter was primed and advance to the treatment location. A check saline supply error occurred after starting thrombectomy mode. The catheter was switched with another zelante catheter after multiple errors. The second catheter was primed and advanced to the treatment lesion. After thrombectomy was started, it also received a check saline error multiple times. A third zelante catheter was used to complete the procedure. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2017-00996. It was reported an error message occurred during aspiration. Three angiojet zelante dvt catheters were used in a thrombectomy treatment procedure within the iliac vein. The first catheter was primed and advance to the treatment location. A check saline supply error occurred after starting thrombectomy mode. The catheter was switched with another zelante catheter after multiple errors. The second catheter was primed and advanced to the treatment lesion. After thrombectomy was started, it also received a check saline error multiple times. A third zelante catheter was used to complete the procedure. No patient complications were reported and the patient status was fine